Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) regarding sub-optimal tissue processing from one (1) protocol which completed on 14 september 2011 and two (2) protocols which completed (B)(6) 2011, using peloris 11 tissue processor serial number (B)(4). On (B)(6) 2011, leica microsystems received info from the laboratory that all tissue samples exhibiting sub-optimal processing were diagnosable. Investigation of this complaint by leica microsystems is continuing.